Event description:
The customer reported that the canopy has a zipper damaged and holes in the netting. No patient injury was reported.

Manufacturer narrative:
Zipper damage, holed in netting. Evaluation results: evaluation of the returned product shows that the left side window has a half inch tear in the netting.